Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the examination lamp didn¿t light up, the emergency lamp lit up. The field service engineer checked the subject device and found that the examination lamp lit up but the emergency lamp indicator blinked on the control panel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomena were duplicated and the error e207 which indicated the emergency lamp was blown or failed was displayed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomena were attributed to the accidental failure of the emergency lamp due to the life span of the emergency lamp or the failure of the filament by an impact such as vibration.